Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Initial reporter occupation: educator additional initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. Troubleshooting was unsuccessful. At the customer's request, the getinge representative assisted in switching over to the inner lumen for alternate arterial pressure (ap) access. The arterial line waveform showed significant artifact. It was suggested that the customer discuss this with the provider and get another chest x-ray to assess iab tip position. There was no patient harm or adverse event reported.